Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4); serial: (B)(6), batch: 5484940.

Event description:
It was reported the patient's lead was fractured. Surgical intervention may take place at a later date. Note : it is unknown which lead is related to this issue.